Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, delayed arrhythmic detection was observed due to undersensing on the right atrial (ra) lead. The issue was resolved by reprogramming the device. The patient was in stable condition and experienced no adverse health consequences.